Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a total knee arthroplasty due to overheat of the motor while using of the saw attachment the drill stopped when cutting the bone. The reported event was confirmed. The manufacturers evaluation revealed a defective control board along with a melted coating at the stator. Furthermore, the cover and bearing are dirty and rough. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that during a total knee arthroplasty due to overheat of the motor while using of the saw attachment the drill stopped when cutting the bone. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.